Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was discovered that the right ventricular (rv) and right atrial (ra) lead exhibited noise, low impedance and high capture threshold. X-rays showed that the ra and rv leads were dislocated. The patient felt some discomfort. The ra and rv leads were explanted and replaced on (B)(6) 2021. The patient condition was stable post-procedure. Related manufacturer reference number: 2017865-2022-01125.

Manufacturer narrative:
The reported events were for lead dislodgement, noise, low pacing impedance, and high capture threshold. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix to be clogged with blood. The measured full helix extension length was within product specification. The reported events of noise, low pacing impedance, and high capture threshold were not confirmed. Electrical, visual and x-ray examination were normal with no anomalies found.